Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v732123, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. The lead is available for analysis. No, the lead has not been evaluated yet. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v732123, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed her symptoms had returned about a year ago and it took a while to get an appointment with the healthcare professional (hcp). When she went in for an office appointment her battery was dead and the hcp couldn't get it to communicate with 8840.t he patient scheduled for an implantable neurostimulator (ins) replacement the day before the report. During the replacement, it was noted that the lead was damaged. When the hcp unscrewed the lead from the ins, the insulation was apart from the electrode connection. The lead was removed and replaced. It was noted that there were no falls that could have caused the issue. The patient also mentioned that she has no autoimmune disorders and no out of the order medical issues, but did not wish to elaborate. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was confirmed that the cause of the battery depletion and the connection issue were due to a normal battery depletion. The patient original implant was in (B)(6) 2012. In addition, it was reported that it was unknown why the insulation came apart from the electrodes. The patient had no history of falls. The lead but not the ins will be returned for analysis. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Analysis found that the outer insulation of the lead separated from the body of the lead at the butt joint on the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.